Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown 3.5mm proximal tibia plate. Part and lot numbers were unavailable for reporting. Other¿UDI# is unavailable. The subject device is not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an open reduction internal fixation (orif) proximal tibia revision surgery was performed on (B)(6) 2016 to address non-union. It is unknown when the non-union was discovered or when the hardware was initially implanted. During the revision surgery, the following hardware was removed: one unknown 3.5mm proximal tibia plate, an unknown quantity of unknown 3.5mm cortical screws, and an unknown quantity of unknown 3.5mm locking screws. The patient was revised to a 4.5mm proximal tibia plate along with bone grafting due to the non-union. The procedure was completed successfully with a 10 minute delay due to an event during surgery involving a screw driver shaft. Please also see related complaint (B)(4) which addresses and reports the event concerning the screw driver shaft. This complaint addresses the need for revision surgery due to non-union. This report is for one unknown 3.5mm proximal tibia plate. This report is 1 of 2 for (B)(4).